Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the system was unable to connect to the imaging system. They rebooted the imaging system without resolution. They were seeing the navigation system in navigation connection, but it will not give a green line. Rebooted the navigation system disconnected from the imaging system and now able to connect with a green line. There was no patient impact reported and a ten minute delay to surgery.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the occurrence is a known error that was resolved with the release of os application version 1.0.4 which incorporated the fix for this anomaly. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.